Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-31287), was submitted on 08-nov-2024. However, based on the additional information received, it was found that the cannula of the infusion set was bent instead of kinked. Now, this case has been determined to be non-reportable after the additional information received on 13-nov-2024. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of infusion set cannula kinking on (B)(6) 2024. Company does not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.